Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 9 months after the dental implant and abutment were placed in ada site 10 in the mouth, the implant lost osseointegration in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 9 months after the dental implant and abutment were placed in ada site 10 in the mouth, the implant lost osseointegration in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).